Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular lead failed to capture and exhibited high pacing impedance. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.